Event description:
It was reported to philips that the device seems to indicate an ECG bias error. The field service engineer (fse) evaluated the device. The fse found the device going to red x. The auto test shows fail/dx, status log shows ECG-bias by processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device seems to indicate an ECG bias error. There was no patient involvement.